Event description:
It was reported that the gastrointestinal videoscope did not display an image. The issue occurred during inspection before use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, a reportable malfunction was identified during the device evaluation: noise appeared in the image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.